Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the firing sequence completed? Yes. The surgeon stated that the staple line looked abnormal. Were there malformed staples? Yes. Was there an incomplete staple line (complete cut line and partial staple line)? Not a partial staple line but staples that were malformed. The analysis found that one device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing with a green load, the surgeon described the firing sequence being more difficult than usual. He said it felt like the stapler was firing through something that felt solid. He took photos of the staple line and stated that it looked abnormal. Case completed with another device of the same product code. There were no patient consequences reported.